Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a detached sensor wire. Patient's mother reported that after insertion, sensor wire became detached. No medical intervention was required.